Event description:
The customer reported that the system c-arm was not going up or down.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep removed and replaced the power supply, gib, and power motor relay pcb. He reloaded the node, cal and config files. The system operates as intended.